Manufacturer narrative:
Follow-up #1: date of submission 10/06/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, the audio bolus button cover had a visible hole in it. On testing, the audio bolus button had intermittent unresponsiveness and was difficult to push. The button cover was removed for investigation and revealed the button slug beneath the cover was missing and there was contamination present under the button cover.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the keypad buttons and the audio bolus button were unresponsive. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issues remained unresolved with troubleshooting.